Manufacturer narrative:
The 510 (k) # is k 053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that she was unable to obtain a reading on her one touch ultra 2 meter. The patient mentioned that the alleged issue began on (B)(6) 2011 at 8:45am. Due to the alleged issue, an hour later she developed symptoms of feeling shaky. She did not seek any medical attention or contact her physician for assistance. While troubleshooting, it was noted that the patient was testing in the memory mode. The alleged issue was resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged issue, she was unable to test and later developed symptoms suggestive of a serious injury.